Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 478 mg/dl. The customer was treated for the high blood glucose with a shot but their blood glucose levels remained high. The customer changed their sets three times but had no results. The customer was assisted with troubleshooting but could not resolve the issue regarding the alerts they have been receiving. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The no delivery alarm functioned properly during the basic occlusion test and occlusion test. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.